Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded dilaudid (hydromorphone) 1 mg/ml for a total dose of 0.1802 mg/day, compounded clonidine 1000 mcg/ml for a total dose of 180.2 mcg/day, and compounded baclofen 1600 mcg/ml for a total dose of 288.3 mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 the patient contacted the clinic reporting persistent uncontrolled pain following intrathecal (it) rate increase on (B)(6) 2017. On (B)(6) 2017 the patient reported increased pain, nausea, and sweating without relief with personal therapy manger (ptm) activations/no relief with ptm activations. It was confirmed that the it rate was increased. The hcp suspected opioid induced hyperalgesia and will consider a dye study. It was noted that the patient was hospitalized for several weeks between this report and the next clinic visit. It was noted that the hospitalization was unrelated to the device, therapy, or revision/implant procedure. It was noted that although a pump malfunction was suspected, the pump malfunction was not confirmed. On (B)(6) 2017 as the patient was receiving both it and oral opioids, the hcp decreased the oral opioids and reprogrammed the pump where the it rate was increased. The outcome of the event was unresolved with no further action planned. The clinical diagnosis was suspected opioid induced hyperalgesia. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (hydromorphone) was possibly related and the drug action that caused the event was an increase in dose. The event date was (B)(6) 2017. No further complications were reported/anticipated.